Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4 (5) x probability of occurrence 2 (5) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that a targon guide wire d3.0mm sterile (part # kh668s) was used during a procedure on (B)(6) 2021. According to the complainant, during the surgery, the guidewire broke. While reaming with a step reamer, the reamer did not move forward a little beyond the base of the neck. Therefore, the doctor applied force and performed reaming. At that time, the guide pin broke and the guide wire remained from the neck to the head of the bone. The telescrew was inserted upward to avoid residual guide wires. Since the telescrew was inserted upward, the anti-rotation pin could not be inserted because there was no space to insert it. One distal lateral stop screw was inserted and the wound was closed with the remaining guide wire remaining. The complaint device has not been returned to the manufacturer for evaluation. An additional medical intervention was necessary. Although requested, additional information has not been made available. The adverse event is filed under aag reference (B)(4).